Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the single leaflet device attachment/slda in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which affected leaflet insertion in the clip and therefore contributed to the slda; however, this cannot be confirmed. The reported additional therapy/non-surgical treatment was a result of case specific circumstances, as a second clip was placed lateral to the first clip to stabilize it and further reduce the mr. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed because after clip deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet requiring an additional clip for stabilization. It was reported that this was a mitraclip procedure performed on (B)(6) 2017 to treat functional mitral regurgitation (mr) with a grade of 3-4. The first clip delivery system (cds) (61019u166) was advanced to the mitral valve and the clip was implanted, reducing mr to 1+. However, 2-3 minutes later, echocardiogram revealed that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda); mr increased to 3+. A second clip was placed to stabilize the slda clip and to further reduce the mr. By the end of the procedure, a total of two clips were implanted and mr was reduced to 1+. There were no adverse patient effects and no clinically significant delay during the procedure. The patient is stable. No additional treatment is planned for the patient. No additional information was provided.